Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The customer also returned the contour next test strips from lot # 0dpeb32b, which was different from the one implicated to be involved in the event occurrence i.e. Lot # 0gpef13a. Therefore, the returned meter was tested with the returned test strips and in-house contour next test strips from lot # 0gpef13a using a blood sample, which gave a satisfactory performance. The blood glucose results obtained during in-house testing were properly marked as blood results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in sections age or date of birth and weight as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer reported that he ran a blood glucose test and obtained a reading of 124 mg/dl at 8:57 a.m. On the contour next meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.